Event description:
It was reported that during the procedure, the surgeon noticed that the ball at the tip of the device was no longer attached. The surgical site was irrigated and searched, as well as the draping and the material that had been suctioned out. The device fragment was not located. This caused an approximate 30 min delay. After the procedure was completed, the pt underwent a CT scan of the head and of the body down to the mid-thigh. It was uncertain if the fragment would have remained in the sinus cavity or could have made its way down the throat to the digestive tract. The fragment was not seen in the CT scan. No further treatment has been prescribed to the pt as a result of this event.

Manufacturer narrative:
The device has not been returned to the manufacturer for investigation. When the device is received, an investigation will be performed and a follow up report will be filed.